Manufacturer narrative:
(B)(4). Final analysis found an external insulation abrasion exposing the outer coil at 32.3cm to 32.7cm form the distal tip. Abrasions are consistent with friction with another implantable device. This most likely caused the complaint of oversensing reported in the field. (B)(4).

Event description:
It was reported that the dependent patient presented for right ventricular lead revision. The physician decided to explant the atrial lead due to oversensing/noise. The patient was reported in good condition prior to and following the procedure.